Event description:
Patient reported left side "rupture." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d6a, d6b, g2, g4, h4, h6.

Event description:
Patient reported and healthcare professional confirmed left side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken striated on posterior side assessed as surgical damage. Additional observations: crease fold observed. Brown particles on the surface of the shell. Wear abrasion observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported and healthcare professional confirmed left side "rupture." Device has been explanted and replaced.